Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and archive data review. The root cause of the reported complaint was a defective load cell. The archive data review indicated the occurrence of ua07, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 being displayed upon powering on, confirming the reported complaint. The load cell characterization check revealed that load cell 2 is defective and needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement.